Event description:
It was reported that after the patient was cardioverted, there was a two second pause of asystole with no pacing. The pulse generator then started to pace again. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.